Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. Customer also reported an elevated blood glucose (bg) level of 500 (mg/dl) and delivered a bolus to stabilize bg level. System check with tandem technical support indicated the pump was performing as intended. Recommendation was made to change supplies and replacement needles were sent to the customer.